Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with two 375cc mentor smooth round moderate plus profile prostheses and experienced left-sided breast mass and right-sided cutaneous contour deformity postoperatively. The patient stated that her left breast feels lumpy, and her right breast shows rippling. At the time of this report, mentor has received no information regarding an expected explantation date. The event date was estimated as (B)(6) 2019 based on available information. This report is for the left-sided prosthesis.